Event description:
It was reported that, during a sigmoidectomy procedure, the device fired half malformed staples and half fully formed staples. The anastomosis had to be sutured. There was no adverse consequence to the pt.

Manufacturer narrative:
Info was not provided by the initial contact. Info anticipated, but unavailable at this time.